Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited low out of range pacing impedances, lack of sensing and loss of capture (loc) in bipolar configurations. The patient was noted to be asymptomatic. It was also noted that the physician plans on performing a lead revision procedure. At this time, no surgical intervention was reported or scheduled, this ra lead remains in service. No adverse patient effects were reported.